Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00033 and 2210968-2013-00034. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent an anterior/posterior repair.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior and posterior pelvic prolapse. The patient experienced infection, urinary problems, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying and urinary frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection additional narrative: it was reported that following insertion the patient experienced urinary tract infections.